Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure (the exact date was not provide), a type 1a endoleak was identified. A secondary procedure was completed. The physician elected to implant a suprarenal stent graft extension to resolve this leak. The intervention was successful and the patient was reported as stable.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to confirm the following events of a type 1a endoleak and a secondary procedure. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records and imaging available for review. The final patient status was discharged on the first post -operative day home stable following a successful secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply corrections: b1: has been updated g1,2: contact office- name has been updated h6: result code: remove code 3221 h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure (the exact date was not provide), a type 1a endoleak was identified. A secondary procedure was completed. The physician elected to implant a suprarenal stent graft extension to resolve this leak. The intervention was successful and the patient was reported as stable. Additional information: during the clinical assessment it was determined that a right renal artery stent (non-endologix) was also implanted during the secondary procedure to treat this event.